Event description:
Additional information was received which noted that the device was explanted during the initial implant procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the device has not been returned. If the device is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant of this implantable cardioverter defibrillator (ICD), right ventricular (rv) impedance measurements increased to 2000 ohms, and high rv threshold measurements were noted. The pocket was reopened and the lead was disconnected and checked via the pacing system analyzer (psa) with normal measurements. The lead was placed back in the device header and the pocket was closed. Then when the patient moved, rv noise and oversensing were observed. There was no pacing inhibition or inappropriate therapy noted. A surgical revision was performed and the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. High power visual examination identified a hole in the right ventricular (rv) setscrew seal plug. Next, the defibrillation, pacing, and sensing functions of the device were verified to be operating normally. Review of evidence submitted by the field indicated that the noise on the ventricular channel was consistent with temporary body fluid infiltration through the seal plug, coupled with air escaping the seal plug. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.